Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer changed pump supplies, the pump was also replaced to resolve the issue and the customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.